Manufacturer narrative:
Additional information received on (B)(6) 2021 indicated that the patient scheduled for removal with no replacements on (B)(6) 2021. The ultrasound examination confirms a left side rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent a primary breast augmentation with a mentor memorygel breast implant, 450cc, silicone breast implant experienced left-sided rupture postoperative. The matter was diagnosed through ultrasound examination. The report indicated that the patient had an ultrasound examination done and the left implant has leaked. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.